Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure e238 was confirmed and e117, e226 were not confirmed. A root cause could not be identified. Based on the results of the investigation, it is presumed the most probable cause of the malfunction identified during the investigation is traced to a component failure from fluid ingress in the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had e117, e238, and e226 scope communication error codes there were no reports of patient involvement.